Event description:
Information was received that the initial programming of a smiths medical cadd legacy plus infusion pump was 1190 ml at 16.5 ml each hour to infuse over a period of three days. Pump was reported to be infusing cef-anitbiotic. Patient had a reservoir volume of 18. And upstream sensor was confirmed to be on, and patient had confirmed no alarm sounded during infusion. No patient injury resulted.